Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case, and the source of the hydrogen was a liner component within the device.

Event description:
It was reported that during a follow up a change in longevity of this device was noted. The battery level from a previous follow up in july 2018 showed 12.5 years remaining, while the most recent follow up showed 2.5 years, thus premature battery depletion was alleged. A review of the battery diagnostics data by engineering noted that the power consumption of this device had increased over the past year. The power consumptions was expected to keep increasing, thus it was recommended to replace the device and return for analysis. Engineering discussed a malfunction of the device consistent with continuous average power increase. Another follow up was scheduled, and meanwhile the device was reprogrammed. Additional information noted that this device was explanted and was returned. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that during a follow up a change in longevity of this device was noted. The battery level from a previous follow up in (B)(6) 2018 showed 12.5 years remaining, while the most recent follow up showed 2.5 years, thus premature battery depletion was alleged. A review of the battery diagnostics data by engineering noted that the power consumption of this device had increased over the past year. The power consumptions was expected to keep increasing, thus it was recommended to replace the device and return for analysis. Engineering discussed a malfunction of the device consistent with continuous average power increase. Another follow up was scheduled, and meanwhile the device was reprogrammed. Additional information noted that this device was explanted and will be returned. No additional adverse patient effects were reported.